Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2015 with the following findings: there was no history from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked between the bumper pad and the case cover.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) in the 200-300 mg/dl range. Bg measurement readings on the meter were reported from 139 mg/dl to over 600 mg/dl. The patient stated that her only symptom when the bg was greater than 300 mg/dl was that her ¿kidneys hurt.¿ the patient reported beginning insulin pump therapy just three weeks ago. The patient stated that her bg had been elevated during the past three weeks and she treated the hyperglycemia with novolog injections "at times." The patient stated she did not bolus with the pump for the elevated bg, but bolused only to cover for carbohydrates consumed. Troubleshooting by customer support (cs) revealed the patient was not utilizing the ez-carb and ez-bg operations of the pump to calculate doses and was not taking correction doses of insulin in response to elevated bg. The patient requested additional training and cs determined the patient was in need of more training with the insulin pump as the patient stated that she felt overwhelmed and did not remember how to manage her diabetes with the insulin pump after she completed initial training. The patient made no allegation of a pump malfunction. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy as a result of use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.